Event description:
Reason for exam: unspecified exotrophia of the orbits; patient was sedated and sleeping; when diffusion sequence began, patient experienced whole body "shuttering" which was resolved when the diffusion sequence was suspended. Dates of use: one day in 2007. Diagnosis: unspecified exotropia of the orbits. Event abated after use stopped: yes.